Manufacturer narrative:
The technician found the screw securing the side rail latch to the end tub is missing. The most likely cause would be force such as the side rail was ran into an object during transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail latch shoulder screw to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the side rail will not latch. The stretcher is located in the triage at the facility. There were no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).